Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 400 mg/dl after eating a larger-than-normal meal, and the user received education on meal announcements and was advised to allow the pump to deliver correction doses until glucose stabilized. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified related to announcing an incorect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.